Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced hypoglycemia with unspecified symptoms. The cgm was reading high and the blood glucose reading was 1.8 mmol/l. The patient self- treated with 2 emergency kits (could have been glucagon but was not clarified by the patient) and 6 glucose tablets and 2 sugar cubes. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the e zone of the parkes error grid. No additional patient or event information is available.